Event description:
It was reported that the patient had passed away due to spontaneous intracranial bleeding (icb). The patient suffered from spontaneous icb which was not related to any device or anticoagulation issues. The icb was diagnosed via a computed tomography (CT) scan. Treatment was conservative. Further details were not provided. The left ventricular assist device (lvad) was running as expected. The icb was related to death at least. It was reported that the death was not device or therapy related. The device was not explanted and would not be returned. There was no further information provided due to hospital data protection.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), and the reported intracranial bleed and subsequent patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.